Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, unavailable at the time of this report.

Event description:
The hospital biomedical engineer contacted philips to report that the clinical staff believed that the device did not deliver shocks to a patient. It was not reported why the users believed that the shocks were not delivered. The users switched to a different defibrillator to continue treatment. The involved patient died. The user interface portion of the event file showed that four shocks were attempted and three shocks were successfully delivered on the 1st, 2nd and 4th attempts. The third shock was disarmed when the user did not deliver the charged energy within 30 seconds (which is expected behavior).

Manufacturer narrative:
The electronic event file from (B)(6) 2017 was reviewed. The users powered the device on into the monitor mode and placed pads on the patient. At 0:49 elapsed time (et) shock #1 was delivered and at 1:03 et a second shock was delivered. At 1:29 et ECG leads were placed and the lead being monitored was changed to leads from pads. At 2:30 et the users charged the device to 170 joules, but that energy was disarmed by the device as it was not delivered within 30 seconds. This is expected device behavior. At 4:54 et the users delivered the third shock. At 5:50 there was a pads off then a pads on message at 5:54. At 6:45 the users charged the device to 200j but that energy was disarmed when the users powered the device off at 7:05 et. In summary, 3 shocks were delivered, one was disarmed due to a time out of the device and one was disarmed by the user when the device was powered off. The customer requested that the device be returned to bench for evaluation. The device was received at the bench on (B)(6) 2017. The reported issue, after extended testing was not reproduced. There were no errors in the logs. The bench technician reseated all connectors and replaced therapy cable connector. Reloaded software f.03.07, calibrated nbp and co2 for a one time customer's satisfaction. The bench repair reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. Patient information was requested, the customer did not provide.